Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured november 3, 2015 - november 4, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate underinfused. The expected therapy time was 5 hours; however, the reporter stated that the device took 8 hours to completely empty. The device had been filled with 240mg liposomal amphotericin and 1mg liposomal amphotericin b in 5% glucose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.